Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. It was noted by the patient's daughter that following a device changeout procedure the "connectors" were not replaced and the patient "never felt well again and passed away." The cause of death is unknown.